Event description:
It was reported that the impedance on the right ventricular (rv) lead has been trending high for two years. The impedance was noted to be high but stable for over a year. No intervention or reprogramming was taken and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, implantable pacing lead, (B)(6) 2009. (B)(4).